Event description:
It was reported that the patient presented for ICD check after receiving inappropriate therapy. Oversensing was observed with loss of sensing and capture. Lead dislodgement was found. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.